Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 499 mg/dl and customer¿s other blood glucose were 446 mg/dl, 299 mg/dl and 250 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. Customer was neither in emergency room nor admitted into hospital. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.